Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range shock impedance measurements of greater than 200 ohms in multiple implant positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.